Event description:
New information received notes that the ra lead was oversensing noise resulted in pacing inhibition and inappropriate mode switch episodes. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were sensing noise, "inhibition of atrial pacing" and mode switch. As received, a complete lead with a stylet was returned for analysis. The reported events of sensing noise, "inhibition of atrial pacing" was confirmed. Visual inspection of the lead found an external outer insulation abrasion exposing the outer coil consistent with friction to the device can, located proximal to the suture sleeve tie impression. The cause of the reported events of sensing noise, "inhibition of atrial pacing" was isolated to exposure of the outer coil in the insulation abrasion found zone.

Event description:
It was reported that the patient's right atrial (ra) lead was oversensing noise. The patient had no adverse consequences.

Manufacturer narrative:
Further information was requested but not received.